Event description:
It is reported by the pt that she underwent left total hip replacement in 2000 with a sulzer orthopedics coverage shell that was later recalled and pt was revised in 2002 for pain complaints.

Manufacturer narrative:
This report will be amended when our investigation is complete.